Manufacturer narrative:
Concomitant medical product: dtmb2d1 crt-d implanted: (B)(6) 2016.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead had short v-v intervals with an increased sensing integrity counter (sic). Potential intermittent t-wave oversensing (twos) was also noted. A fracture was suspected. Follow-up was attempted; however, no additional information could be obtained. The rv lead remains in use. No further patient complications have been reported as a result of this event.